Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.00/+2.0/100 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens tore during injection into the eye. The lens was removed within the same surgery with no apparent injury.

Manufacturer narrative:
(B)(4). Review of this file indicates that the lens was not implanted in accordance with the dfu requirements. This lens model is indicated for use in adults (B)(6) of age. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found the lens optic torn/split, the haptic torn/broken/bent/deformed, and also foreign materials on lens surface specified as spots.